Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 8.0mmx40mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.